Event description:
It was reported that the pump battery could not be charged resulting in pump shutdown. The customer's blood glucose (bg) level was not impacted. The customer reverted to an alternate method of insulin therapy.